Event description:
Customer reported incorrect sample mgmt using ortho summit processor with oas version 2.0.1. The sample was originally tested using the coulter hiv-1 p24 ag elisa and the plate was invalid. The sample was then tested on 2 separate plates with results of non-reactive on both plates, the second results should have been indicated that the sample was not required for testing. Customer technical services investigated this complaint and was able to duplicate the incident.